Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited high out-of-range pace impedance measurements at follow up. It was noted that measurements had been trending up for some time but other factors such as sensing and pacing thresholds remained within acceptable limits. The health care professional (hcp) questioned the possibility of a lead fracture though boston scientific technical services (ts) explained that noise would be expected on the lead were a fracture present which the hcp denied occurring. The physician elected to continue monitoring the patient. No adverse patient effects were reported. This system remains in service.